Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/16/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/25/2016 with the following findings: reported date from 3/2/2016 is overwritten. Returned battery cap was able to fit to maintain electrical connection. The battery compartment is undamaged. Cap contacts measurements are within specifications. The battery cap was fastened and the unscrewed ½ turn with no reboots occurring. ¿ez-prime¿ steps were performed correctly, no power interruption occurred during the investigation, unable to duplicate ¿intermittent power¿ complaint. The pump¿s cover was removed, moisture corrosion is observed to the cgm module. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.